Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that the consumer had experienced abrasion on cornea which causes infection and burning in both eyes . This occurred due to wrong combination of the product. The consumer had immediately stopped using the products. The current status of the consumer¿s eyes was unknown at the time of this report. Additional information has been requested but not yet received at the time of this report.

Manufacturer narrative:
Corrected b5. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that the consumer had experienced abrasion on cornea which causes infection and burning in both eyes. Additionally it was reported that consumer used daily wear contact lens with the lens care solution. The consumer had immediately stopped using the products. The current status of the consumer¿s eyes was unknown at the time of this report. Additional information was requested but could not obtained as the contact details of the consumer was not available.

Manufacturer narrative:
Corrected b.2, h.6, (corrected FDA component code and FDA health impact codes). H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).